Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot # n345204, implanted: (B)(6) 2012, product type accessory; product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) wasn't charging and the screen was blank. The insr was plugged into the ac power source, the light was on the desktop charger, and the connector pin was not loose or broken. No indication of patient harm. Upon device return of the recharger, analysis found the complaint was unverified. There were no issues found during bench testing. No issues found with charging the implant, recharger, or communications. The patient reported she had a sudden return of pain (three to four days prior) because she had not charged her implantable neurostimulator (ins) because her recharger didn't take the charge from the wall. The pain was so bad that she had been using her old narcotic patches and had been cutting them in half. She also stated she had to learn how to use the equipment herself because the manufacturer's representative (rep) never pushed the issue with meeting with her, and nobody told her she needed to plug the recharger in the wall. The patient called back after receiving a new recharger and stated the recharger still wasn't charging. A loose connector pin was reported and when she wiggled the cord the recharger screen would come and go. Relevant medical history includes spinal pain. A new desktop charger was going to be sent. .